Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on may 6 with blood glucose of 400 mg/dl at the time of incident and 413 mg/dl. The customer was treated with manual injection in the hospital. Based on customer report, customer did not allege the insulin pump was under delivering. The customer stated that the drive support cap appears to be normal. The customer was wearing the insulin pump during the hospitalization. The customer stated displacement test was passed. The insulin pump will not be returned for analysis.